Event description:
Possible hemolysis. Approx 2 hours into the treatment, the patient complained of hip and shoulder pain for which percocet was administered. Approx 1 hour later, the patient became unresponsive. The treatment was terminated, cardiopulmonary resuscitation initiated and the patient transferred to the intensive care unit. The first blood draw was reported to be hemolyzed where subsequent samples were negative.